Manufacturer narrative:
A visual inspection was performed on the returned device. The reported activation failure could not be confirmed due to the condition the device was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the anterior tibial artery. The 3.50x38mm esprit btk system was advanced to the target lesion and the balloon inflate to 9 atmospheres, however the scaffold did not deploy. The btk system was removed and the scaffold was confirmed to still be on the balloon. Another same size esprit was advanced to the target lesion with resistance noted due to the anatomy. The scaffold was deployed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.